Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event resolved without sequelae.

Manufacturer narrative:
Gastrointestinal bleeding events were reported under MFR# 2916596-2016-01017; 2916596-2020-00587; 2916596-2020-00578; 2916596-2020-00571. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with recurring gastrointestinal bleeding and hemoglobin of 5.8. Patient was transfused with 3 units of packed red blood cells. No further information provided.